Event description:
Boston scientific crm received information that this device was emitting tones. Remote interrogation revealed low, out of range shock impedances on a competitor's defibrillation lead.